Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00875201032, lot# 62637595 32mm i.d. Size ii elevated rim liner . Cat# 00875305201, lot# 62747424 52mm o.d. Size ii porous uncemented. Cat# 00625006535, lot# 63252283 bone scr 6.5x35 self-tap. Foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00099, 0001822565-2022-01139.

Event description:
It was reported the patient underwent a right hip revision approximately 6 years post implantation due to high cobalt ion levels, pain, wear and osteolysis. During the surgery, it was discovered that the femoral head had signs of trunionosis. The stem was retained, but the head and liner were replaced and discarded. No additional information.